Manufacturer narrative:
Device used for treatment and not diagnosis. The complained article was forwarded to our pdc for investigation. According to the present statement was conducted that the inner and outer cover stuck together, but this is not so provided. We assume that during sealing of the two cover sheets they were grouting each other so strongly that they were sticking together. A CAPA has been opened for this complaint event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date reportedly the packaging of a prodisc implant was defective. It was reported that the packaging would not properly open. The sterile inside of the packaging was adhered to the outside of the packaging. This is report 1 of 1 for this event.